Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation on the lead was performed. Initial analysis showed that the helix retracted. Dried blood was noted before the helix mechanism up to the lumen. The lead tip bent between helix housing and anode ring at a nine degree angle. The allegation of micro lead dislodgement, decrease in sensing measurement and an increase in pacing threshold measurement were not confirmed through visual inspection and electrical testing. No other issues were found.

Event description:
--

Event description:
Boston scientific received information that this right atrial (ra) lead was suspected for micro dislodgement during a routine follow up. This was discovered through an xray procedure. A decrease in sensing measurement and an increase in pacing threshold measurement were noted. However, the impedance measurement was the same at implant. A surgical intervention was performed to reposition the lead but was unsuccessful. Then, a different lead was implanted to replace this lead. No additional adverse patient effects were reported. The lead was out of service and will be returned.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.